Event description:
The olympus wm-np1 mobile workstation is designed to be used with a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. Keymed have been advised that on (B)(6) 2014 at a healthcare facility in (B)(6), a spark occurred when the power cord plug of the workstation was pulled out of the ceiling power inlet of the facility. The remote switch of the workstation was switched off. There was no report of injury to patient and this report is submitted in an abundance of caution.

Manufacturer narrative:
Photographs have been taken of the plug, which is the subject of this report. The photographs show pitting of the live and neutral pins. Keymed have requested that the plug is returned from the healthcare facility to enable a full manufacturers evaluation of the product.